Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient initially reported intertrigo (inflammation) under the front therapy electrode. There was no alleged device malfunction. Follow up with the patient's physician indicated that the patient had mrsa and the lifevest was removed. Outcome of the issues are unknown.